Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, opening on posterior, calcification and green particles in outer the shell. Leak test and microscopic analysis was performed which identified, striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening assessed, as surgical damage.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii/IV. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device was explanted and replaced.